Event description:
It was reported that the patient presented in clinic. Device interrogation revealed loss of capture on the left ventricular (lv) lead. On (B)(6) 2022, the physician elected to cap and replace the lead. The patient is recovering but doing good after the procedure.